Event description:
Related manufacturer reference number: 1627487-2021-18708. Related manufacturer reference number: 1627487-2021-18709. Related manufacturer reference number: 1627487-2021-18710. Related manufacturer reference number: 1627487-2021-18711. Related manufacturer reference number: 1627487-2021-18712. Related manufacturer reference number: 1627487-2021-18713. It was reported that the patient lost therapy. Diagnostic revealed high impedances. Additionally, the ipg was inoperable. As such, the entire system was explanted and replaced on (B)(6) 2021 addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
The reported event of ipg being inoperable was not confirmed. The returned ipg passed bench top functional testing and autotester functional testing. No root cause was identified for the reported event. Analysis indicated the ipg was fully functional and communicated with the lab devices. Hence, this device no longer meet the reportability for the issue regarding ipg inoperable.

Manufacturer narrative:
Corrected data: d4: serial number, lot number, expiration date and h4 - device manufacture date were corrected.